Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings were as follows: the suction connector was dirty due to water leakage, due to wear of angle wire the play of the up down knob was out of the standard value, the adhesive on the bending section cover rubber was chipped and had white clouded area, the control unit had discoloration, the universal cord had a wrinkle, the adhesive around the objective lens and light guide lens had white clouded area, the plastic distal end cover had a dent, and the following components were scratched; switch 1, the universal cord, the protector of universal cord on control section side, the image guide protector, and the connecting tube. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope switch 1 does not work. During evaluation, the following reportable issue was found: the nozzle had foreign objects. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the nozzle was flushed with water and air, the nozzle was flushed with detergent solution, and the nozzle was cleaned with lint-free cloths/brushes/sponges. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.